Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer was unable to further troubleshoot, so further information was unable to be obtained. Customer reported a blood glucose (bg)level ranging from "low" and "high", although specific values were not given. Customer consumed carbohydrates for address low bg and correction bolus via pump to address the high bg.